Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that the patient had post operative irritation. Surgeon reviewed a post op scan which showed the plate and screw were loose, which could result in damage of bone, tissue or structures, requiring surgery to prevent permanent impairment. There was a revision surgery and devices were removed and fixated. He procedure was completed successfully. There was no clinically significant delay.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the patient had post operative irritation. Surgeon reviewed a post op scan which showed the plate and screw were loose, which could result in damage of bone, tissue or structures, requiring surgery to prevent permanent impairment. There was a revision surgery and devices were removed and fixated. He procedure was completed successfully. There was no clinically significant delay.